Event description:
According to the reporter: the surgeon stated and demonstrated that as instruments are being taken out of the trocar the reducer cap / fliptop is becoming unlatched and therefore pulling the reducer ring off of the top of the trocar. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient. The surgical time was not delayed by more than 30 minutes due to the product problem. 5-10 minute loss of operating time per case, very inconvenient. Placed the reducer cap back on to correct the situation.

Manufacturer narrative:
(B)(4).